Manufacturer narrative:
B5:the reporter indicated that the surgeon had to use the backup lens after tearing the footplate of a 13.2mm, tmicl13.2, -17.50/3.5/075 (sphere/cylinder/axis), implantable collamer lens during loading. No patient contact was reported. Problem resolved. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated that the surgeon had to use the backup lens after tearing the footplate of a 13.2mm, tmicl13.2, (sphere/cylinder/axis), implantable collamer lens. No patient contact was reported. If additional information is received a supplemental medwatch report will be submitted.